Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non functional) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a cut in the cable connecting ECG "a" and ECG "b" causing a short. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non functional.